Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient on impella cp support experienced tachy-arrhythmia, and an attempt was made to correct the rhythm using electrical cardioversion. The cardioversion was unsuccessful. The device was replaced with impella 5.5.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.